Event description:
It was reported that the customer experienced a blood glucose (bg) level of 479 mg/dl. Reportedly, out of range issues occurred between the transmitter and pump. Additionally, customer was taking antibiotics which customer believes contributed to the reported issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 05/26/22 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.